Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that excessive force is required to press the wake button and activate display. The customer's blood glucose level was 145 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.